Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose and chest pains. Blood glucose reading was 60 mg/dl. The customer was hospitalized for 24 hours on (B)(6) 2020. While hospitalized, the customer was treated with saline and other unknown medications. Auto mode was not active at the time of the event. Troubleshooting for the customer¿s low blood glucose was declined. The insulin pump will not be returned for analysis.